Event description:
Discordant b12, ferritin and folic acid results were generated by the advia centaur xp system. Signal errors alerting the user to issues were generated, however, the results were released from the laboratory. Eight (8) patient results required retesting and corrected reports were issued. No further patient data was provided by the customer. There were no reports of adverse health consequences or known patient intervention due to the discordant results.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the event information provided by the customer, the tsc determined that user error caused the event. The customer installed both the acid and base solution bottles in the incorrect location. Color coded decals matching the correct location for the acid and base bottles were confirmed to be properly placed. The instrument is performing within specifications. No further evaluation of the device is required.